Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: (B)(4) or baxter healthcare ¿ (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.